Event description:
During surgical procedure, one of the cables on a robotic mega suturecut needle driver snapped while being used inside the patient. No broken pieces fell into the patient. The robotic instrument was removed in one piece from the patient and removed from the surgical field. Instrument placed in red bag and taken to or front desk. Two uses remaining out of 15. Alternate instrument was received and utilized for the rest of the procedure. Manufacturer: intuitive. Ref #: (B)(4). Lot#: k112307060296. Version 16.